Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition with a scratched screen. The event history log was unable to be downloaded. The device was powered up and alarmed error code (ec) 1260 which is a corruption of the memory of the circuit board. The circuit board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a lec 1260 to error 1260 error code during testing. There was no patient involvement.